Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were still not getting therapeutic benefit. They got the new programmer and tried other programs but it was still not helping. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a return of symptoms, and was going every 20-30 minutes. This occurred during the (B)(6) of 2016, and was a sudden change. They confirmed that they were feeling stimulation. It was noted that the patient had lost the programmer, so they were unable to adjust during the call. They had called the healthcare provider office and were redirected to patient services. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.